Event description:
Related manufacturer reference number: 2017865-2022-16020, related manufacturer reference number: 2017865-2022-16021. It was reported that the patient presented in the clinic with pacemaker pocket erosion and infection. The pacemaker system was explanted due to pacemaker erosion and system infection. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.